Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with intraperitoneal ceftazidime and cefazolin sodium (no further information) for peritonitis. At the time of this report the patient was not recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter declined follow up for further information.